Event description:
Caller states patient tested 6.8 inr on the coaguchek s system while a comparison lab returned as 4.0 inr. Patient's coumadin dose was held based on lab value; dose was then decreased. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states patient tested 6.8 inr on the coaguchek s system while a comparison lab returned as 4.0 inr. Patient's coumadin dose was held based on lab value; dose was then decreased. No adverse event reported. Requested return of suspect system and replacement was sent.